Event description:
According to the reporter: tip of the jaws broke off into the cavity when in use. The piece was retrieved from the cavity without pt injury. Used another shears. No bleeding was reported. Procedure roux-en-y.

Manufacturer narrative:
Initial report submitted: june 9, 2008.